Event description:
It was reported that it was questioned whether the batter of this subcutaneous implantable cardioverter defibrillator (s-ICD) was depleting normally. This patient had received 18 shocks approximately 2 months ago in which this patient presented to the hospital afterwards. It was determined this patient experienced supraventricular tachycardia (svt) and medication was started. Upon review, most episodes were due to svt however the second shock induced this patient into ventricular fibrillation (vf) and the third shock successfully converted the rhythm. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that it was questioned whether the batter of this subcutaneous implantable cardioverter defibrillator (s-ICD) was depleting normally. This patient had received 18 shocks approximately 2 months ago in which this patient presented to the hospital afterwards. It was determined this patient experienced supraventricular tachycardia (svt) and medication was started. Upon review, most episodes were due to svt however the second shock induced this patient into ventricular fibrillation (vf) and the third shock successfully converted the rhythm. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to device coding to include inappropriate shock, patient coding to include electric shock, and impact coding to included inadequate/inappropriate treatment or diagnostic exposure, per medical review. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that it was questioned whether the batter of this subcutaneous implantable cardioverter defibrillator (s-ICD) was depleting normally. This patient had received 18 shocks approximately 2 months ago in which this patient presented to the hospital afterwards. It was determined this patient experienced supraventricular tachycardia (svt) and medication was started. Upon review, most episodes were due to svt however the second shock induced this patient into ventricular fibrillation (vf) and the third shock successfully converted the rhythm. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. This s-ICD remains in service. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.